Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been investigated. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. In addition, the enclosure was cracked and the belt receptacle was pulled from the case. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no adverse event associated with the monitor malfunction.

Event description:
03/04/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned contacted zoll to report that a patient's monitor was resetting.